Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose readings of 1100 mg/dl and diabetes ketoacidosis. It was noted that the customers tubing was detached and they did not have enough supplies to change it. Customer was kept at the hospital for five days and then released. Customer mentioned that they have been hospitalized multiple times in the past due to high blood glucose readings that would not come down. Customer mentioned that their blood glucose readings have gone up to 1600 mg/dl. It was noted that the customer was placed on a ventilator and had a surgery for a staff infection in the past. No further information reported.